Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid via an implanted pump. The indication for use was non-malignant pain. The patient reported that they were not always able to get a bolus with their ptm (personal therapy manager). At the last part, the handset stayed on 90 or 91 and then it would just stay there for a while. The patient stated that their older style ptm worked, but now they had the handheld, and every time they tried to give a bolus, it took a while. Sometimes it would go quick and sometimes it took a minute or two, sometimes 5 minutes. It was noted that the patient finally got the last bolus to go through within the last few minutes after messing with it for about 20 minutes. Per the patient, the handset was slow to respond and often said "no pump found." It was also noted that it was hard for the patient to have two pieces of equipment to hold. The pa tient unplugged the communicator and pressed the on button. The patient reportedly put the communicator up to themselves and the handset read 1hr and 15min. During the call, the patient dropped the equipment on the floor. The patient asked about using an antenna and then asked for a programmer like they used to have. The communicator and handset use were discussed. The patient was going to see if communication got better and would call back if it did not. It was further noted that the patient had symptoms and the bolus usually helped. The patient was asked about the symptoms but did not say anything further. Per the patient, they lived with chronic pain, and they were crippled/handicapped and it was hard to hold the equipment; it was not convenient for handicapped people. The patient stated that they were also colorblind, so they could not see the colors on the communicator.